Event description:
It was reported that the pump was sent in for repair. There was no reported patient involvement. The investigation found that the downstream occlusion (dso) seal was detached.

Manufacturer narrative:
B3: date of event is unknown. E1: initial reporter's establishment name; (B)(6). E1: address 2; (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. The device cannot be switched on and found a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.